Event description:
Device arthrex knee scorpion was being used during a surgical case. The item was used once without any issues. When used immediately after for a second time, it was noted that a small piece broke off during the attempted use. This piece is to remain stationary with no movement. The item was easily retrieved, and the area was inspected by the surgical team. No harm or debris noted. Item was removed from surgical field. The manufacturer was contacted to initiate a replacement.